Event description:
Surgeon attempted to insert the sustain spacer using the instrument provided by globus. Surgeon is very familiar with product and procedure. The spacer shattered into pieces during the insertion.